Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (united kingdom) experienced loss of stimulation. Communication between the charging system and the ipg was unsuccessful. Subsequently, the ipg was explanted and replaced. Effective stimulation was restored following the procedure. Date of implant is unknown at this time.